Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the issue. No return patient sample was available. Historical performance of the on the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. This second suspect medical device was added. This same patient data and event was also reported under manufacturer report 1628664-2018-00368.

Event description:
The customer observed falsely elevated magnesium results on the architect c8000 analyzer. The following data was provided (mg/dl): sid w10289 initial 3.3, repeats 3.2, 1.2, 1.2; sid w11215 initial 2.9, repeats 2.9, 1.3, 1.3; sid 5085854 initial 3.3, repeats 1.2, 1.0, 1.9; sid 257642 initial 2.9, repeat 1.3. There was no impact to patient management reported.